Event description:
It was reported that while this device was being used in an angioplasty procedure, the balloon of the device burst inside a highly stenotic circumflex lesion. There has been no claim of injury related to this event.